Manufacturer narrative:
The download history file on (B)(4) 2014 showed the total amount of insulin delivered was 37.300 units which equaled total bolus insulin 18.100 units plus total basal delivered 19.200 units. On (B)(4) 2014 the daily total details list showed insulin 29.725 units which equaled total bolus insulin 15.400 units plus total basal insulin 14.325 units. There was no daily total anomaly, basal anomaly or bolus anomaly in the history file. The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and was verified in the daily total screen. The insulin pump was then programmed with multiple basal profiles and monitored. All basal profiles were properly delivered which indicated the amounts and were verified in the daily total screen. The rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests all passed. (B)(4).

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 50 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose with cookies and juice. Customer performed the displacement test and passed. Customer advised they had not given themselves insulin, however, the bolus history showed a 9 unit bolus was delivered to them. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.